Manufacturer narrative:
This report is filed on august 09, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal. The implanted device remains.